Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned. The returned device was subjected to visual analysis where a blood like substance was found on the returned device. The collagen could be seen at the distal tip of the tamping tube. No anchor was present. The tamping tube was exposed past the distal green marker, or approximately 4" from the distal tip of the tamping tube to the distal tip of the carrier tube assembly. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands exposed. The button was partially hard. Microscopy was used to examine the collagen attached to the suture. The collagen appeared over tamped. There was a tear in the collagen. No other anomalies were noted. The complaint could be confirmed for collagen outside of skin as the collagen that was returned was over tamped and still attached to the device that was returned for product evaluation outside of the patient's skin. The collagen appeared over tamped as evidence by the fully exposed distal green tamping marker. The IFU provides warnings against this. The tear in the collagen was likely due to the user cutting the collagen as indicated in the complaint description. No definitive conclusion can be drawn as to the cause of the collagen being outside of the patient's skin. The IFU does provide precautions regarding instances when the collagen is found outside of the skin, which the user directly went against per the complaint description and the findings of the evaluation. IFU states: "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing." And "collagen may protrude from the skin after compaction has been completed. Attempt to push the collagen under the skin using the compaction tube or a sterile hemostat. Do not apply vigorous compaction as this may result in anchor fracture. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. ", which are applicable to this investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported the collagen did not place. The following information was provided by the user facility: the device was put together correctly. It was introduced without any problems. During removal of the system the collagen was not placed on the outer wall of the artery, it came out of the patient. It was not twisted down, and it was not possible to do it manually. The collagen was still on tip of the bypass tube. The angio-seal was removed, the suture was cut, and the anchor was left in the patient. Hemostasis was achieved by manual compression and a compression bandage. There was no patient harm reported. Additional information was received on october 26, 2017. The patient was reported to be in stable condition. Additional information was received on october 27, 2017. The suture was cut between the collagen and anchor. The blood loss volume was reported to be not much.